Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (5 mg/ml at 1 mg/day) via an implanted pump. The patient¿s medical history was prior back surgeries. The indication for pump use was spinal pain. On (B)(6) 2023, the hcp was doing a refill and the expected reservoir volume (erv) was 10 ml. The hcp was unable to aspirate any drug from the pump. The hcp performed a lateral x-ray of the pump and the bellows looked 1/2 expanded. The hcp was able to refill the pump with 10 ml of saline and saw the bellows expand, but then was unable to aspirate any drug again. The technical service¿s agent then discussed the over pressurization mechanism (opm) activation and how to relieve that. Additional information was received on 27-jul-2023 at which time it was reported that the pump logs were read and nothing out of the ordinary was seen. The programming was appropriate as well and indicated no human error in programming. There were also no noticeable issues with the refill kit components. It was further reported that the hcp had a very hard time aspirating the medication out and that it came out very slowly with many bubbles, however, the hcp was able to aspirate out all of the expected fluid. The cause of the issue was believed to be the activation of the opm lock. Diagnostics/troubleshooting included the hcp holding the syringe in an aspirating state for a while to get out all the air. The hcp was then able to refill the pump, however, it took some effort so at the patient's next refill the hcp planned to do the same. The issue was resolved at the time of the report. Additional information was received on 25-oct-2023 from the hcp via a company representative who reported that it was incredibly difficult to aspirate medication from the pump at refills. It was believed to be an air pocket that entered into the pump reservoir. The managing hcp tried to release air at the refill but still had the same issue in (B)(6) 2023. The patient was then referred to a surgeon for pocket exploration. On the day of surgery, the pump was taken out of the pocket while still connected to the catheter and the pump aspirated and filled with no issu e; however, there was an incredible amount of thick scar tissue over the pump. Although the pump was deemed functional, the surgeon with agreement from the patient, replaced it. He also removed the scar tissue and did a minor pocket revision. A new pump was implanted. No motor stalls were seen in the logs of the old pump, and the patient never lost pain relief from the pump therapy. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.